Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. Review of the device history log provided evidence to support the customer report. In the log it was also observed that just prior to the device reset, the device toggled between internal and external paddle settings. The device history log leads us to believe that an outside source may have been the cause of the device malfunction, but we are unable to definitively determine the source. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a male patient (age unknown) the device intermittently restarted/rebooted on its own. Complainant indicated that during subsequent biomed testing, the malfunction was not duplicated. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.